Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the 'replace generator soon' message was received. The ipg may have prematurely depleted. As a result, surgical intervention may be taken at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Patient was programmed with therapy successfully, following the procedure.